Event description:
Reported by attorney. Plaintiff had sesara implanted on (B)(6) 2010 for treatment of sui and had good results. Approx 3 weeks post operatively, the plaintiff had put an application for a vaginal cream and stated that she had some difficulty and there was a significant amount of bleeding at that time. She came in to the doctor's office 2 days alter and on examination, the anterior vaginal wall was open and mesh was exposed to the vaginal contents. It was determined that the mesh should be removed from the opened area and the skin closed so that bacteria would not travel up the mesh to the retroperitoneal space. The mesh cut deep into the vaginal space near the endopelvic fascia. This was done bilaterally without incident. The wound was irrigated with gentamicin irrigation and the 2 small incisions were closed. Iodoform vaginal packing was placed. There were no complications. Plaintiff claims mesh erosion, extrusion, and recurrence of sui.